Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A mitraclip was inserted and deployed on the mitral valve. On (B)(6) 2025, the patient returned to the hospital for a second mitraclip procedure to treat recurrent mr with a grade of 4. A mitraclip was inserted and deployed, reducing mr to a grade of 2-3.